Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 04/may-2017 found the leak occurred after the customer replaced the column and pre-filter. Fse replaced the pre-filter again, and replaced the sample loop. The g8 went through its start-up and pressure held constant at 7.3-7.5 mpa. Calibration successful, qc (quality control) values in range, no leaks. The most probable cause of the reported event was a faulty sample loop.

Event description:
On (B)(6) 2017 the customer reported leaking at injection valve #1 with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.